Event description:
Revision surgery was reported.

Manufacturer narrative:
This event is a duplicate of (B)(4).this event has been reported under MFR report for report # 0002249697-2013-01071.

Event description:
Revision surgery was reported.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 50mm; cat# 542-11-50e; lot# mllj8x. Size 4 accolade ii 132 deg; cat# 6720-0435; lot# 40852604. Delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 40535601. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mllmxk. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mllmxk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.